Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep, during surgery the instrument broke when trying to remove the tibial base plate.